Event description:
It was reported via journal article that a patient underwent a total knee replacement on an unknown date and a topical skin adhesive was used. Approximately 1 to 3 weeks post operatively, the patient developed a rash around the surgical site. The rash cleared with topical steroids within 2 weeks and did not recur.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.